Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 250 mg/dl; cause was unknown. Reportedly, the customer did not have details of the ER visit but reported that the event resulted in "onset of neuropathy in feet". A system check was performed, and the pump performed as intended. The customer continued to use the pump for insulin therapy.